Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly and moved when pressed lightly. The stapler was returned with thirty staples in the cover block. Upon functional testing, no staples formed when engaging the trigger. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35w 6/box lot # 73k2301190 was manufactured on 10/31/2023 a total of (B)(4) pieces. Lot was released on 11/10/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".